Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the embolization micro coil was stuck or not present in the delivery system and no coil could be deployed. However, it was further noted that one hub was broken from the loading cartridge and one hub was broken into pieces at the proximal end of the catheter. The patient did not experience any adverse effects due to this occurrence. Additional information was not provided.